Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported skin irritation that is the full size of the adhesive. She stated that the site is painful while wearing; there is bleeding and itching when/after removing the pod. Her skin is blistered, red, welt-raised, and has a burning sensation when touched. She went to her doctor who thinks it is an allergic reaction and suggested using a barrier (adhesive wipe).